Event description:
Patient was revised for infection so components were explanted and new components were reimplanted. As per medical review, "on (B)(6)2016 an incision and drainage of the right hip with a head and poly exchange was performed for a diagnosis of "infected right tha". The operative report describes general anesthesia, and notes, "aspirated right hip growing yeast ... Irrigated with 3 liters of saline/bacitracin." The bearing was changed to a 28/plus-4 biolox head. A 28/64 x3 mdm liner and a 58 mdm metal liner were also utilized. Uncomplicated surgery was described and the patient was discharged home on (B)(6)2016."

Manufacturer narrative:
Additional devices added to this event: catalog: 509-02-74j description: tritanium revision acetabular lot: unknown catalog: 2080-0035 description gap plate screws lot unknown catalog: 2080-0055 description gap plate screws lot unknown catalog: 6197-9-001 description simplex p with tobramycin 1 pack lot unknown catalog: 6276-6-222 description 22mm x 167mm bowed fluted stemrestoration modular hip system lot unknown catalog: 6276-1-023 description 23mm mod rev hip body/bolt stdcomponent level 9006-1-023 lot unknown catalog: 6704-0-520 description d-m 2.0mm beaded cable set vit lot unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an adm liner was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant revealed: "an office visit of november 18, 2016 notes, "complains of 8 over 10 pain. X-ray: well­ fixed, well-aligned. Weightbearing as tolerated." When seen on november 25, 2016 the note states, "pain right upper thigh and warmth for five days. Sed rate 116 (0-15), crp 1.6 (0-1.0)." On (B)(6)2016 an incision and drainage of the right hip with a head and poly exchange was performed for a diagnosis of "infected right tha". The operative report describes general anesthesia, and notes, "aspirated right hip growing yeast ... Irrigated with 3 liters of saline/bacitracin."" [...] "X-rays dated november 4, 2016, november 18, 2106, november 25, 2016, (B)(6)2016 , (B)(6)2016 , (B)(6)2016 ,(B)(6)2017 , (B)(6)2017 , and (B)(6)2017 are multiple views of the right hip with no change except the single dall-miles cable is absent on the x-rays from (B)(6)2016 and subsequent films. There are no clinical records available before (B)(6)2016 and no operative report or list of components of the primary right total hip arthroplasty reportedly performed in 1997 to determine type of implant and manufacturer or an operative report and indication for the revision of the right total hip arthroplasty performed in 2006. X-rays of march 14, 2016 seem to show a restoration modular stem was utilized. All clinical problems related to the right hip were noted on march 14, 2016 to have begun "at lpm" that day. All subsequent clinical problems related to a periprosthetic infection in this morbidly obese, medically compromised diabetic patient who did not receive the planned definitive two-stage infection surgery on march 18, 2016 due to technical surgical issues. The persistent infection for which all implants were removed was not related to the prosthetic components. Examination of the explanted components from the june 3, 2016 surgery would be helpful in definitely ruling out any implant related issues." -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation confirmed the reported event of infection however, the root cause could not be determined. The medical review noted, ¿all subsequent clinical problems related to a periprosthetic infection in this morbidly obese, medically compromised diabetic patient who did not receive the planned definitive two-stage infection surgery on (B)(6)2016 due to technical surgical issues. The persistent infection for which all implants were removed was not related to the prosthetic components. Examination of the explanted components from the (B)(6)2016 surgery would be helpful in definitely ruling out any implant related issues.¿ further information is needed to complete the investigation for determining root cause. Although the device information is not provided, all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: biolox 28+4 head; cat#: unknown; lot#: unknown. 58j mdm liner; cat#: unknown; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised for infection so components were explanted and new components were reimplanted.